Manufacturer narrative:
Information was received via published literature. Please reference literature at the following location: http://www.ncbi.nlm.nih.gov/pubmed/1297571. (B)(4) other device used: catalog #unk, unknown zimmer harris/galante cup, lot #unk. The devices were not returned for review, therefore their conditions cannot be described. The device history records, could not be reviewed as the item/lot numbers are unknown. The devices were used in treatment. No applicable patient history is available for review. Compatibility of the devices is unknown. A complaint history review could not be performed with the lack of identifying product information. With the information provided, a definitive root cause cannot be stated for any of the listed complications.

Event description:
It is reported that the following post-operative complications were noted within the journal article without revision of the implants, and it is unknown what combination of complications were observed in the same hip, or if complications were individual events: 114 hips with loss in proximal medial cortical density; 86 hips noted to have calcar rounding; 41 patients reported slight to moderate pain, including 3 patients with thigh pain; 43 patients reported having a limp, with range from slight to severe; heterotopic ossification of brooker class 1, 2 and 3 noted on 70% of the 121 implanted hips; 13 hips with longitudinal cortical loss of 3mm or more occurred; 9 stable implants with endosteal cortical erosions; 9 hips displayed progressive tilt into either a valgus or varus position; 4 hips with distal cortical hypertrophy; 3 hips with complete distal bone plug; 4 hips developed wound hematoma.